Event description:
Patient reported that for the past 14 days, he has experienced unk elevated blood glucose levels with the highest level being 375 mg/dl and the last date the issue occurred was (B)(6) 2010. Patient stated he took correction with the infusion device but the levels remained elevated. Patient reported he went to sleep with a blood glucose level of 125 mg/dl on (B)(6) 2010. Patient stated in the middle of the night, at 3:00 am on (B)(6) 2010, his blood glucose level was 204 mg/dl and he took 3.0 units of insulin via the infusion device. Patient reported at 8:00am, his blood glucose level was 306 mg/dl. Patient stated he changed the accessories completely, took correction via the infusion device and wanted to check his blood glucose level more often. Patient reported having positive ketones. Patient reported he noticed the infusion device smells of insulin, but the insulin cartridge was visually okay. No further info is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.